Event description:
It was reported that during a mastectomy, the coating on the photon blade flaked off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a mastectomy, the coating on the photon blade flaked off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.